Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced nausea and was feeling ¿unwell¿ while at school. The cgm reading was 342 mg/dl and the bg meter reading was 600 (high) mg/dl. Due to the discrepancy, the school called the paramedics. Once the paramedics arrived, the patient was treated with insulin. The patient¿s aunt picked her up from school and during that time, the follow app was showing a reading of 289 mg/dl and the aunt stated she would check the patient's bg when she got home. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.